Event description:
Per the clinic, the patient experienced wound dehiscence (date not reported) due to thinning of skin flap over the implant. Subsequently, the device was explanted on (B)(6) 2025. Re-implantation is planned but has not taken place as of the date of this report.